Event description:
It was reported that during a follow up, x-ray revealed externalized conductors. No electrical anomalies were noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.